Event description:
It was reported that the right ventricular (rv) lead exhibited noise and an unspecified out of range impedance problem. X-ray imaging was performed and revealed a fracture of the rv lead. The rv lead was attempted to be explanted and was unable to due to an unspecified issue. The lead was capped and replaced on (B)(6) 2026. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the episodes of noise exhibited by the right ventricular (rv) lead were over-sensed and the impedance issue noted was low pacing impedance. It was also noted that during procedure, the lead was unable to be explanted due to scar tissue.